Event description:
It was reported that the device was used during a laparoscopy. It was reported that the disarming mechanism jammed. Another device was used to complete the case. There were no consequences to the patient.